Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced error messages and an adverse event. It was reported that a low transmitter battery and an out of range message was displayed on the continuous glucose monitor (cgm). After the message was displayed, the patient had a hypoglycemic event. A blood glucose (bg) value was taken at the time of event and measured 3.9 mmol/l. The patient's mother gave the patient 25ml of gluco juice which brought the patient's bg value back under control. Another bg value was taken after the patient drank the gluco juice and the bg measured 5.4 mmol/l. At the time of contact, the patient was doing fine. Additionally, it was indicated that after receiving the error messages, the patient has stopped using the dexcom system. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0 voltage. The complaint confirmation was unable to be determined. A root cause could not be determined.